Manufacturer narrative:
The implanted and explanted dates are approximate based on the information provided. Follow up has occurred for this information and a follow up report will be created when the information is provided. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after the dental implant was placed in ada site 25 in the mouth, there was no primary stability in type iii bone. The clinician noted that there was insufficient quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
The clinician reported that after the dental implant was placed in ada site 25 in the mouth, there was no primary stability in type iii bone. The clinician noted that there was insufficient quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).